Event description:
It was reported that surgeon reported a case where resorbable screws would not gain purchase in the bone after tapping. Surgeon states he tried the mesh on another patient with 2.0 taps and 6mm long screws and had the same issue so he did not use the mesh. No reported patient harm. This is report 2 of 2 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. Investigation could not be completed and no conclusion could be drawn as no device was returned.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
(B)(6). The screws and mesh used were removed during initial surgery as screws would not engage bone. Lot numbers used during surgery include 2658895, 2634361, 5886638, 5570213, and 2403111. Surgeon explained he had no further information about the surgeries and parts used. (B)(4).